Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that beeping tones were noted by the patient. The patient was seen in clinic five days later. Upon interrogation of the device noted a fault code "1003" message noting voltage too low for projected remaining longevity. The patient had been working with electrical tools trimming trees the day before the beeping tones were heard. Boston scientific technical services (ts) was consulted and noted that this fault was not likely related to any use of trimming tools and likely the device has an internal current drain that is outside of normal limits. The field representative stated the device remaining longevity was 9.5 years, however, ts noted that this estimate was inaccurate as the fault code suggested. Ts recommended immediate replacement of the device. A device replacement procedure was successfully performed three days later.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1001 and 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.